Event description:
I am not sure of the exact date of my lasik surgery. I have had multiple problems associated with it, including severe eye pain, headaches, increased floaters and inability to focus.